Event description:
It was reported: "handpiece not taking graft properly. Didn't interrupt procedure." Add'l info was rec'd on 12/26/2013: sterile processing coordinator reported the device turned on and off (worked intermittently). It was not used on the pt. A spare was available which functioned properly. There was no adverse consequence to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.